Event description:
Had arthroscopic left shoulder surgery and bankart repair with capsular shift. During surgery, pain pump catheter was inserted intraarticularly. During that same surgery, it was noted that my articular surfaces were intact. Preop mris did not show arthritis. Now I have had to have replacement of my humeral head due to pain pump chondrolysis. Dates of use: 2007. Diagnosis or reason for use: traumatic left shoulder instability w/bankart lesion. Event abated after use stopped or dose reduced?: no.